Manufacturer narrative:
Eval: adjuster.

Event description:
It was reported by service report that the brakes are not working at the head end of the stretcher. No pt involvement or adverse consequences are reported.